Event description:
It was reported that pump malfunction occurred with code 12, and no notable events were noted before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.